Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 27mm watchman flx laa closure device with delivery system (wds). One day post index procedure, the closure device embolized into the descending aorta near the renal arteries causing renal complications. The closure device was safely removed from the patient using a large sheath and snare. The patient recovered and was discharged five days post procedure.